Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported when she inserted a new sensor, she felt pain and she started to bleed. The needle hub would not remove from the sensor. The needle was bent. Customer was bleeding so much it got on her clothes. Customer's blood glucose is 134 mg/dl. The site is not actively bleeding. She inserted in her stomach. It was not tugged or pulled, and it is away from restrictive clothing. Customer uses proper insertion methods. She was advised to change sensors and send the faulty one back for analysis. Nothing further reported.

Manufacturer narrative:
Inspected two opened/used sensor and performed a visual inspection. Found both tip of cannula bent, the only insertion needle failed per specification due to the needle being bent. Unable to confirm the customer received the sensor damage due to customer returning the product opened/used.